Event description:
It was reported patient, a (B)(6) female, admitted to ICU immediately following aortic coronary bypass procedure performed (B)(6) 2010. Patient was connected to both ECG machine and external pulse generator (epg) as precautionary measures. Upon arrival to ICU, patient was stable and reported to have had initial unremarkable cardiac rhythm. Epg lower rate was set at 80 pulses per minute (ppm); however, patient's rate was 120 ppm. Shortly after patient's arrival, clinician noted several pacing spikes on patient's ECG. Patient went into ventricular tachycardia, could not be rescued, and ultimately expired. Review of patient's ECG strips performed by facility revealed epg to be undersensing patient's rhythm. As a result, epg inadvertently misfired on patient's t-wave activity and induced ventricular tachycardia. It was later reported the epg had no ventricular output.

Event description:
It was reported the patient, a (B) (6) female, was admitted to the intensive care unit (ICU) immediately following an aortic coronary bypass procedure performed on (B) (6) 2010. The patient was connected to both an ECG machine and an external pulse generator (epg) as precautionary measures. Upon arrival to the ICU, the patient was stable and was reported to have had an initial unremarkable cardiac rhythm. The epg lower rate was set at 80 pulses per minute (ppm); however, the patient's rate was 120 ppm. Shortly after the patient's arrival, the clinician noted several pacing spikes on the patient's ECG. The patient went into ventricular tachycardia and could not be rescued. The patient ultimately expired. A review of the patient's ECG strips, performed by the facility, revealed the epg to be undersensing the patient's rhythm.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B)(4) the actual device was not received for evaluation. Analysis could not be completed because the customer has not relinquished the unit from their possession. The did permit the manufacturer to perform functional test on the unit in their presence and it was confirmed that the ventricular pacing output was not functioning, there is no output. The facility also reported the epg was tested by their biomedical engineers and the above-referenced issue was reproduced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The facility also reported the epg was tested by their biomedical engineers and the above-referenced issue was reproduced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. As a result, the epg inadvertently misfired on the patient's t-wave activity and induced ventricular tachycardia. The facility also reported the epg was tested by their biomedical engineers and the above-referenced issue was reproduced.